Event description:
Norepinephrine gtt (drip) was running in the syringe pump. The pump alarmed and the message "mo46 125" appeared on the screen. At this point, the pump was found to no longer be infusing.